Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found). The patient was connected at the time of the alarm. This occurred during dwell cycle four of peritoneal dialysis therapy. The technical service representative explained that the machine had ended therapy and advised that the patient start over with new supplies. The patient stated that they did not want to start over with new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.